Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was 5.6 mmol/l at the time of incident. It was also reported that crack is seen on the reservoir compartment. The customer was assisted with trouble shooting. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The customer's pump will be returned for analysis.